Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned guide wire and the reported peeling, difficulty to advance and irregular texture were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Factors that may contribute to peeling during the procedure may include but not limited to manufacturing, mishandling of the device during manufacturing, mishandling of the device during preparation, device interactions or patient anatomical conditions. The investigation was unable to determine a conclusive cause for the reported peeling. Although a conclusive cause for the reported peeling was unable to be identified, the reported difficulty to advance, and irregular texture appear to be related to case circumstances of the procedure. It is likely that the guide wire was inserted into the gw introducer at an angle or not straight resulting in the reported resistance and irregular texture. The noted bend on the core and scratches on the teflon likely occurred during packing for return analysis. The noted fibers on the guide wire are likely from the gauzes or wipes used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right common femoral artery. The 14 command guide wire was advanced through a non-abbott 7fr introducer sheath; however, during advancement the coating of the guide wire began to roll up [peel]. The resistance was noted only at the start of the procedure when attempting to advance the guide wire through the introducer sheath. Additionally, the guide wire felt rough as if it lacked coating. Another unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequently, after the initial report was filed it was confirmed the 14 command guide wire was advanced through a non-abbott 7fr guide wire introducer sheath and as it passed through the non-abbott guide wire introducer sheath the coating began to roll up. No additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right common femoral artery. The 14 command guide wire was advanced through a non-abbott 7fr introducer sheath; however, during advancement the coating of the guide wire began to roll up [peel]. The resistance was noted only at the start of the procedure when attempting to advance the guide wire through the introducer sheath. Additionally, the guide wire felt rough as if it lacked coating. Another unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.